Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter phone: (B)(6). The philips remote service engineer remotely evaluated the device.

Event description:
It was reported the ECG cables were found worn. There was no patient involvement. The philips remote service engineer remotely evaluated the device. It was confirmed that this was a malfunction of the ECG cables the replacement for which was ordered, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the ECG cables. The reported problem was confirmed. The customer ordered ECG cables to resolve the issue.